Event description:
Olympus was informed that during an unspecified procedure, the teflon pad was melted and lifted out of the hand-piece. The procedure was completed with another device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the user's report could not be conclusively determined. This report will be supplemented if the device is received later, and add'l info becomes available later.